Event description:
It was reported by the customer that during the puncture process, the puncture sheath was found to be broken, and another catheter package was disassembled, and the puncture sheath was replaced to continue the puncture. It was reported this occurred with two devices. This report addresses the second device.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.